Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had controller clock not set alarms. It was previously noted and the controller clock was reset by the coordinator. The patient remained on the power module until they were disconnected to travel to a procedure. While on route to the procedure, there were no alarms on the system controller. The patient was reconnected to the power module and noted to have controller clock not set alarms again. According to the log file, the alarms occurred on (B)(6) 2025. There was nothing in the log file that indicated any issues with the system controller. The patient denied total depletion of batteries. The log files captured controller clock corrupt events throughout most of its history. The pump motor function was not affected by the alarm flag. The clock was reset on (B)(6) 2025. The reason for the controller clock issues was not identified. The clock remained set during the most recent clinic visit. The system controller was not exchanged. The patient was sent home with regular follow up in office. Further review of the log files for (B)(6) revealed that the clock within the pump log files was observed to be desynced alongside the system controller's clock. This indicates that a system stop did occur at the time the clock had reset; however, the events leading up to the clock's reset were unable to be observed in the system controller log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop. Analysis of the submitted lvad log files revealed events consistent with a pump stop on 17may2025. The pump¿s clock was reset, suggesting that there was a complete loss of power to the system that had caused the pump to stop. The onset of the event was not captured in the submitted controller log files; therefore, a specific cause for the pump stop could not be conclusively determined through this evaluation. The pump appeared to function as intended prior to and following the pump reset. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.